Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# j0417567v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implanted or had a revision surgery. It was confirmed that the antenna was secure, the implantable neurostimulator (ins) was synced, and this did not resolve the issue. It would not work with the antenna. The patient also had pain. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported the programmer was returned to the manufacturer and a new one was sent. However, the replacement did not resolve the issues as it was determined the ins was dead. A replacement surgery was scheduled for (B)(6) 2015.